Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor visions valve was chosen for implant using a large flexnav delivery system. They screened the valve prior to entering body. The valve was predilated with a 20mm non-abbott balloon, crossed easily and delivered without issue. The aorta was horizontal and the first implant depth was fraction too high. A partial recapture was done, but 2nd attempt was too low. They decided to fully recapture and re-deployment. The valve would not recapture due to kink and possible intususception of delivery capsule. The valve could not deployed as they had come across atrioventricular (av). The valve was approximately 70% recaptured but kink prevented capsule coming back. The valve was dragged across transverse arch to descending aorta, snared nose cone and valve to attempt to straighten out capsule, but snaring was failed. They decided to deploy valve in proximal descending aorta and it was successful. Then they re-snared capsule and successfully straightened out capsule to allow retrieval via left femoral artery (lfa). The lfa was closed with two non-abbott devices. Unfortunately, due to a combination of aortic regurgitation and left bundle branch block (lbbb), patient went into low output heart failure and died 24 hours later. The patient was too frail for re-intervention. The physician mentioned the cause of death was heart failure.

Event description:
N/a.

Manufacturer narrative:
An event of central regurgitation and patient death was reported. Information from indicated that the patient had horizontal aorta and a partial recapture was done as the valve was fractioned too high, but second attempt was too low. Following this, a re-sheath of the valve was attempted but was unsuccessful with damage to the capsule noted. The valve could not be re-sheathed and was deployed in proximal descending aorta. The delivery system was subsequently removed from the body and the femoral arterial was closed. Unfortunately due to a combination of aortic regurgitation and left bundle branch block, patient went into low output heart failure and expired the following day. The cause of death was reported as heart failure. Field indicated that the patient was too frail for re-intervention. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review of the angiographic imaging revealed severely tortuous iliofemoral arteries, a tortuous thoracic aorta, and a horizontal ascending aorta. Based on the available information and medical review, the difficulty in re-sheathing the valve appears to be due to a combination of complex arterial anatomy and multiple re-sheathing attempts in a patient with significant comorbidities, including left ventricular impairment and chronic kidney disease. The reported aortic regurgitation, left bundle branch block, heart failure and patient death appears to be a cascading effect. The exact cause could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.